Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of express sd stent delivery system (sds) and the stent on the balloon. Visual and microscopic analysis confirmed that the balloon was partially inflated which in turn partially deployed the stent on the distal and proximal ends. Functional testing was attempted by using a test 7f guide catheter, the sds would not pass through the guide catheter due to the condition of the device. The reported advancement issue was confirmed.

Event description:
Reportable based on device analysis completed on 19nov2020. It was reported that advancing difficulties were encountered. The target lesion was located in the renal artery. After a 7f guide catheter was placed, a 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, the physician had difficulty when he tried to push and track the stent delivery system through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.